Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification. The 4.0x33 mm xience sierra stent delivery system (sds) jammed against the guide extension catheter, causing the stent to deform and move up the balloon. The stent was removed with the sds without complications. There were no adverse patient effects. There was no clinically significant delay in the procedure. A non-abbott sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lhr and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.